Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint of clog was confirmed. Upon inspection and testing, it was observed that the auxiliary channel was clogged. Other observations for the device are: leak in the scope cover (s-cover), minor dents and scratches in the distal end plastic cover, edge chips on objective lens and light guide lens, crack on distal end rubber coating (a-rubber) glue, and minor scratches on insertion tube and light guide tube. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this issue by the customer, the water channel was blocked. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is unknown if the event was due to clogging or abnormality of the channel, therefore, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the device inspected before use and was not used on a patient with the foreign material. Customer confirmed they follow the reprocessing steps per the instructions for use. The start of precleaning was not delayed after the procedure. The auxiliary water channel flushed with water by using the flushing pump.